Event description:
On (B) (6) 2009, the patient reported his insulin infusion sets are not properly adhering to his skin. He stated the issue began about 3 months ago and he corrected the issue by using an adhesive padding. He stated he has had no further issues since using the padding. He prepares his site by using alcohol wipes. He rotates his sites from one side of his stomach to the other. Proper preparation of the site and site rotation were discussed with the patient. He discarded the infusion sets at issue. A complimentary infusion set insertion device was sent to the patient. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.